Manufacturer narrative:
(B)(4). G2: australia. Suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. 42532007902 persona tibia cemented 5deg stemmed rt size g lot# 65723816.

Event description:
It was reported that a patient underwent a knee revision surgery one year four months post implantation due to malrotation of the tibial and femoral components. Attempts for additional information were made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D10: additional associated products: 42532007902 tibia cemented 5 degree stemmed right size g lot# 66246614. 42522100910 articular surface (mc) right 10 mm lot# unk. Visual examination of the provided pictures identified the explants with foreign debris and/or bone cement on theirs surfaces. As the implants were not returned, further evaluations could not be provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.